Manufacturer narrative:
Continuation of d10: product ID 8598 serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2015 product type catheter pro duct ID 8709 serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2015 product type catheter product ID 8731 serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2015 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598, serial/lot #: (B)(6), ubd: 16-may-2007, UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(6), ubd: 14-aug-2006, UDI#: (B)(4); product ID: 8731, serial/lot #: (B)(6), ubd: 15-jan-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) via the company representative (rep) regarding a patient previously receiving intrathecal medication via an implantable pump. The patient's husband reported that the patient passed away on (B)(6) 2023 but had the device removed 10 yrs ago. He mentioned that the patient only used the medtronic system for 3 to 4 months only and it did not work onwards. No other information provided.